Manufacturer narrative:
This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent revision surgery on an unknown date due to subtrochanteric fracture. The patient initially underwent an open reduction internal fixation with the proximal femoral nail antirotation system (pfna) for femoral trochanteric fracture on (B)(6) 2018. On (B)(6) 2019, the patient fell, and a femoral trochanteric fracture occurred. The pfna implants were removed intact and replaced with a trochanteric femoral nail system advanced (tfna) long nail. The procedure was completed successfully. Patient's outcome is unknown. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).